Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-101- user used the wrong strip note: customer is using the wrong strips for the glucose meter.

Event description:
Consumer reported complaint for low blood glucose test results. (B)(6), is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 22, 20, 22 and 25mg/dl. The customer's expected fasting blood glucose test result range is 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/06/2018 and open vial date is unknown. The meter memory was reviewed for previous test result history (date / time not set): the 22mg/dl (B)(6) 2017 02:29 pm fasting: no, the 20mg/dl (B)(6) 2017 02:28 pm fasting: no, the 22mg/dl (B)(6) 2017 01:56 pm fasting: yes, the 25mg/dl (B)(6) 2017 01:54 pm fasting: yes, the 123mg/dl (B)(6) 2017 01:47 pm fasting: yes. I spoke to (B)(6). She advise the customer is getting low blood results when she performs the blood test. The customer is not having any symptoms of low blood sugar now or before. The nurse says the customer is feeling well that is how she knows the results are not low. When she got the 22mg/dl at 1:56pm she gave the customer orange juice. When she re-ran the blood test it got lower. The customer is using the incorrect test strips (true metrix). I explain that the test strips are incorrect and should not be used with this meter. There are no other test strips available. The nurse does know when the true metrix test strips were open.